Event description:
Information was received from a service and repair via a manufacturer representative regarding a device used in an unknown spinal therapy. It was reported that adjustment part and arm were hard. There was no patient involvement. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the event occurred before use. The instrument could not adjust the dial of the flexible arm.

Manufacturer narrative:
G2: country of origin - japan h3: product analysis - product:9560524, lotno:my21e001r it was confirmed that the requested phenomenon and the handle were adhered during the incoming inspection. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.